Manufacturer narrative:
All available patient information was included. Additional patient details are not available. On (B)(6) 2019 the customer discovered the sample probe (ln 04s51-01) was bent due to scratching/hitting the spur cover of the accelerator a3600 alinity ci interface module. During the subsequent site visit, the abbott field service engineer (fse) determined the spur cover was adjusted too high which caused contact with the sample probe. Fse adjusted the spur cover standoffs (pn 8-35009994-01) and the customer replaced the damaged sample probe which resolved the issue. A review of the instrument logs by abbott technical indicates the sample probe scratching the spur cover likely began on (B)(6) 2019 based on error messages 5689 (sample pipettor movement restricted) and 3033 (lls error occurred for onboard solution on module 1). Additional error messages were generated during the time of (B)(6) through (B)(6), including multiple occurrences of error 3460 aspiration error for sample at pipetting location. A review of historical data for the sample probe and spur cover standoffs revealed no trends or systemic issues. A complaint search found no similar complaints for the sample probe hitting the spur cover. A review of the alinity c systems and the automation and informatics alinity ci interface module revealed no issues or trends related to the current complaint. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for either the alinity c processing module, serial number (B)(4), the sample probe, list number 04s51-01, or the spur cover standoffs (pn 8-35009994-01).

Event description:
The customer reported falsely depressed results on approximately 500 patients generated on the alinity c analyzer between (B)(6) 2019 and (B)(6) 2019. The following results were provided for one patient: co2 = 20.0 / 25.6meq/l (normal range 22-29). There was no reported impact to patient management.